Manufacturer narrative:
Device return is anticipated. A follow-up report will be submitted when additional information is available. Device was requested for investigation.

Event description:
The customer reported that while doing treatment on an infant there was too much difference in temperature. No adverse patient harm reported. Device return has been requested for investigation.

Event description:
Employees at the user facility described the issue as "the water tubing did not feel cool to touch (as it previously had been)" and "staff felt there was a change in termperature and the machine wasn't cooling appropriately."

Manufacturer narrative:
Additional information concerning the incident was requested by natus technical service on multiple occasions. This information included: - how the user became aware of the issue - presence of audible alarms or visual indicators - whether the device was being used for treatment, and patient details if a patient was involved - device maintenance history - records of cap and rectal temperatures at the time of the incident no responses were received to these inquiries. The cool-cap system was returned to natus and evaluated by natus factory service. The system was placed through a functional test procedure which includes both sustained operation at the temperature set point and transient cooling within specified limits. The system met specifications and the reported failure could not be duplicated. A root cause analysis report has been attached. - attachment: [1-448922121 engineering analysis final signed 4-6.pdf].